Manufacturer narrative:
Multiple pump error 24 alarms while monitoring, constant pump error 3 alarms during rewind and a pump error 75 alarmed during self test due to severe corrosion on electronic board stack. Unable to perform displacement test due to constant pump error 3 alarms. Constant pump error 53 alarms during current testing due to severe corrosion on electronic board stack. Unable to verify currents due to constant pump error 53 alarms during testing. All buttons function properly, however moisture damage on keypad traces noted during visual inspection. Severe corrosion on battery tube assembly, motor assembly and force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad is unresponsive. The customer's blood glucose level was 167 mg/dl at the time of the incident. The customers stated that the insulin pump was exposed to water. The customer stated that the insulin pump was not working after being exposed to water in the pool for approximately 2 and a half hours on a depth of 1-2 feet. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.